Manufacturer narrative:
Section a, patient information: a2, a4, a5: information unknown/asku. Patient information cannot be made available due to data privacy policies and law. Section d4, lot number: unknown/no information . Section d4 expiration date: unknown as the lot number was not provided. D4 unique identifier (UDI) number: a partial UDI was provided as the serial/lot number is not available. Section d-6a date implanted: not applicable, as the cartridge is not an implantable device. Section d-6b date explanted: not applicable, as the cartridge is not an implantable device. Section e1, telephone number: (B)(4). Entering the telephone number in h10 as the field only takes the us format. Section h4 device manufacture date: unknown as the lot number was not provided. Section h3-other (81): the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information; however, to date the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that three johnson and johnson(jnj) emeraldc30 cartridges had problems with the bevel. The lot number is not available. Reportedly, all three cartridges have the same lot/batch number. A photo of one product was provided which demonstrated damage at the cartridge tip section. All three cartridges touched the eye and the iols were implanted as normally. No further information was provided.

Manufacturer narrative:
Device evaluation: the customer provided photographs were evaluated, and cartridge tip damage was identified. Due to the image quality and no product being returned for evaluation, no further product evaluation could be performed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Manufacturing record evaluation: the manufacturing record review could not be performed, and complaint history were not reviewed since the lot number is unknown. Please note that the information reported in sections d2 (common device name), h.6 (health effect -clinical code and medical device problem code) and section g.1 (manufacturer contact e-mail) is information that remains unchanged from the initial emdr report. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.